Event description:
It was reported that during a ptca/stenting treatment procedure, the liberte bare balloon ruptured at 2 atms on the third inflation. (The number of atms reached on the initial two inflations was approx. 10-12 atms each). The pt was asymptomatic during this event. The lesion being treated was an 'occluded' 1 degree lesion in the circumflex coronary artery. It is noted that the lesion had been predilated with a guidant crosssail balloon. The liberte bare balloon was removed and replaced with a maverick balloon to complete post-dilatation of the stent. It is noted that significant resistance was met during removal of the liberte bare balloon. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'okay'.